Event description:
Revision surgery - the pt recently suffered a fall and fractured her arm distal to the prosthesis (humeral). The stem, shell insert and glenosphere were removed. A long stem was used along with other appropriate components to enable a good outcome.